Event description:
It was reported that this pacemaker longevity was decreasing faster than expected between follow-ups. Review of data analysis revealed the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported. Additional information provided from the field indicated the patient was later admitted to the hospital after experiencing a syncopal episode. Review of their system noted oversensing with pacing inhibition and the pacemaker was now in safety mode. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected between follow-ups. Review of data analysis revealed the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported. Additional information provided from the field indicated the patient was later admitted to the hospital after experiencing a syncopal episode. Review of their system noted oversensing with pacing inhibition and the pacemaker was now in safety mode. Surgical intervention was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Analysis also identified a high current drain which was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker longevity was decreasing faster than expected between follow-ups. Review of data analysis revealed the power consumption was higher than expected. A device replacement was recommended, however the device remains in-service at this time with safe replacement interval for at least 90 days. No adverse patient effects were reported.